Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s another blood glucose is 99 mg/dl. The customer reported that the infusion set cannula was bent. Troubleshooting was offered for high blood glucose and performed for no delivery alarm. The insulin pump and reservoir will not be, infusion set will be returned for analysis.